Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving an alert. Upon interrogation of the device, high out of range pacing lead impedance was noted on the right ventricular lead. High voltage lead impedance were normal and exhibited no similar increase. Capture thresholds were stable. The sensed events were also normal and no noise was present with isometrics, or gentle pocket manipulation. The alert was reset. The patient was stable and would continue to be monitored.